Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's up button is stuck. It was reported that the customer could not set bolus unit. No further information provided.

Manufacturer narrative:
No button error alarm noted during testing. Unit had unresponsive act and up buttons due to corroded keypad traces. Unit had severely scratched lcd window, cracked lcd window, cracked battery tube threads, cracked reservoir tube lip, cracked case at display window corners, stained address/serial number label and missing end cap sticker.